Event description:
It was reported that during hospitalization the pt experienced a stroke with asphasia, mild right facial droop, mild confusion and short-term deficit. Start date in 2005 with a stop date about five days after. The pt denied right sided weakness and the stroke symptoms appeared to have resolved. Also, during hospitalization the pt was oriented to person, place and time. Due to a fever spike of 101.5, blood and urine cultures were checked and showed no growth in blood but urninalysis would be consistent with a uti. The pt also experienced consistent bradycardia with heart rates in the low 40s without relative hypotension. Pt was asymptomatic with this bradycardia and showed no hemodynamic instability. The pt was neurologically intact and stable for discharge. No additional info was available.